Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon further review, this event was determined to be reportable as the subject device displayed an image with poor quality. The issue was observed during preparation for use. There was no report of patient harm or involvement.